Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 as the patient is a non-user.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 24, 2023.